Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, both pressure transducer printed circuit boards (pcbs) were determined to be faulty and were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure transducer may lead to inaccuracies in pressure measurement, which will be detected during the pre-use check (puc). Alarms will be activated if the failure occurs during ventilation. No device logs were provided, hence the reported issue could not be confirmed beforehand. Both replaced pressure transducer pcbs were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The pressure transducer pcbs were then placed into a reference ventilator for simulated use testing. During this testing, both pressure transducer pcbs failed the internal leakage test and the pressure transducer test during the puc. During ventilation, both pressure transducer pcbs generated alarms such as positive-end expiratory pressure high or low, respiratory rate high or low, and expiratory minute volume low. The zero pressure voltages for both pressure transducer pcbs were measured and exhibited a significant offset drift, which explains the reported issue. When measuring the wheatstone bridge, both pressure transducer pcbs showed a significant imbalance. Additionally, a microscopic investigation was performed on both pressure transducer pcbs, revealing no significant dirt, debris, or particles inside the pressure sensors' cavities that could have impacted the pressure measurements. Our conclusion is that the device failed to meet its specifications, and the issue was caused by a defective pressure sensor on both the returned pressure transducer pcbs.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).